Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed oversensing from noise on the right ventricular lead. Programming changes were performed to resolve the issue. The patient condition was stable